Manufacturer narrative:
Method: device history record was reviewed. Results: device was made to specification. Breakage may be related to over-tightening of the device during use. Conclusions: root cause of device breakage could not be confirmed. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
During surgery the guide pin hit resistance through hard bone. During removal of a reamer, the guide pin broke. Surgeon tried to retrieve the piece but could not.